Manufacturer narrative:
Batch review performed on 27 september 2019: lot 186027: (B)(4) items manufactured and released on 15-nov-2018. Expiration date: 2023-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, one month after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.